Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device evaluation. Upon investigation, it was noted that the atrial lead was exhibiting noise. No symptoms were reported. The physician extracted and replaced the lead. The patient was stable before, during and after the procedure.